Manufacturer narrative:
Internal file number - (B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: a 2.0 x 23 mm xience sierra stent was implanted in the 1st diagonal artery and a dissection occurred. A 2.0 x 8 mm xience sierra stent was implanted as treatment of the dissection. The procedure continued with implantation of a 2.5 x 28 mm xience sierra stent in the left anterior descending artery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left anterior descending (lad) artery and the first diagonal artery. After implantation of the 2.0 x 23 mm xience stent in the 1st diagonal artery, a dissection occurred distal to the stent. A 2.0 x 8 mm stent was implanted to treat the dissection. The event resolved the day of onset. No additional information was provided